Event description:
It was reported that the right atrial (ra) lead was reprogrammed after p wave undersensing was observed. Lead remains in use; however, it will continue to be monitored due to far field r-wave (ffrw) oversensing currently observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead 2009-(B)(6).(B)(4).